Event description:
It was reported that after five minutes of use, the laser beam started shooting out of the side of the fiber tip. There was no pt injury. Eval of the returned fiber indicated that the fiber tip was fractured.